Manufacturer narrative:
The 15.5f titan catheter was returned for evaluation. Visual inspection confirms the complaint as a leak was noted at the lumen to hub junction. A functional test was conducted by injecting a blue liquid into the arterial extension, and leakage was observed at the lumen to hub junction, confirming the reported failure mode. A request was made for a cross-section of the hub to check the lumen insertion and measurement, but since the hub and the lumen have the same texture and color (white), no identifiable difference could be observed. Thus, it was not possible to measure. Device history records (DHR) were reviewed, and it was verified that the reported lot was manufactured within specifications. No amv?s (authorized manufacture variance) nor ncrs (non-conformance report) related to the reported failure mode (hub-lumen leakage). The manufacturing process includes a 100% leak test. The leak test is the final manufacturing operation before inspection and packaging. Its purpose is to identify potential damage, such as holes, ruptures, tears, and small pinholes that could cause leaks in the catheter. Based on the DHR review on the reported lot, it was found it was manufactured within specification according to applicable drawing and customer requirements. Due to failure mode couldn't be duplicated during engineering testing using the current molding validated parameters and due to this device was implanted on a patient during four months before the leak failure was detected, it is concluded that a root cause could not be attributable to the manufacturing process. We are unable to determine the cause or factors that may have contributed to this event.

Event description:
During dialysis a sucking air and bubbling noise was noted coming from the arterial line. The catheter was exchanged for another. Inspection of the explanted catheter revealed a defect at the hub connection.

Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.